Event description:
It was reported to boston scientific corp that a resolution clip device was used during an esophagogastroduodenoscopy procedure performed on (B)(6), 2009. According to the complainant, during the procedure, the clip went through the scope, and the nurse opened and closed the device. The physician repositioned the device and the clip fell off the end of the catheter. The clip was not in retroflex position, however, it was severely angulated. The physician let the clip pass. They used a second of the same device to complete the case. No pt complications were reported as a result of this event. At the conclusion of the procedure, the pt's condition was reported to be fine.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. (B)(4).